Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inspiratory check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed, this failure could have caused elevated co2. There was no report of patient injury.